Event description:
Analysis of the returned device found that the stent was partially protruding through the outer body distal end. There was not reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the outer body was slightly compressed on its distal shaft and the stent was partially protruding through the outer body distal end. During functional testing, slight friction was experienced when the inner body was advanced within outer body. The stent was deployed and the inner body was found kinked on its mid shaft. The dimensions which could be measured for the outer body, inner body and stent were found within dimensional specifications. Information available indicated that the anatomy was tortuous, the vessel was narrow and friction was experienced during advancement of the stent delivery system. Based on this information, it is probable that these anatomical factors resulted on the device findings. Therefore, a root cause of operational context has been assigned to this investigation.